Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, prime anomaly, and hospitalization. Customer's blood glucose level went as high as 595 mg/dl. Customer stated the fill tubing process was unable to be completed on the insulin pump. Customer was advised 2 replacement infusion sets and reservoirs would be sent out as a courtesy. Customer advised they used the wrong type of infusion set which did not match their body type. Troubleshooting for high blood glucose was performed. Customer experienced fatigue, slight disorientation, dizziness and light headiness. Customer stopped using the insulin pump as a result of their blood glucose not coming down. Customer went to the hospital and treated themselves with manual injections. Customer was advised to change out their entire set, reservoir, insulin and treat themselves via manual injections. Customer was unable to perform the high pressure test at this time.